Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the physician ((B)(6)) stated the patient may undergo surgical intervention as the scs anchors were pulling on the lead. The patient received two anchors with a same lot number.